Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16may2024. List. No further action required*********. Supplemental medwatch submitted to the FDA via emdr on 15apr2024. Added CAPA 688593 to the reference numbers. Additional, changed, and/or corrected data: d4; h4.

Event description:
Healthcare professional reported "implant that we couldn¿t get out of the packaging." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant that we couldn¿t get out of the packaging."

Event description:
Healthcare professional reported "implant that we couldn¿t get out of the packaging." Device was not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "implant that we couldn¿t get out of the packaging." Device was not implanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of tyvek or thermoform sticking ¿ requested on april 17, 2024. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: tyvek or thermoform sticking : observed delamination of outer lid. A further investigation has been requested for the event of lid delamination. Further information: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 3671749 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed by photos, a delamination of the outer lid was observed, and this further investigation was requested to review the event. A review of the current risk documents afmea-bi family rev. 5.0 and dfmea-bi pkg and lblg rev. 4.0 was performed, and the event of difficult to open packaging (lid delamination) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Also , (B)(4) was opened to preventively analyze this event. During the trend review of all lid delamination complaints for gel breast implants for the period of may 2022 through april 2024 was noted one outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the lid delamination event, so, no additional actions are deemed required at this time. The issue with lid delamination will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported "implant that we couldn¿t get out of the packaging." Device was not implanted.